Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an unspecified procedure, it was found that the subject device opened up at the tear-off line when applying pressure. It was unknown that patient injury associated with the event.

Event description:
Additional information was provided by the customer. The user did not apply an anti-fog agent to the scope lens. After attaching the distal cover to the scope, the user confirmed that the cover was not damaged.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to. Information added to these fields were inadvertently not included on the initial medwatch. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h0729 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: it is possible that the cover was crushed before it was attached to the scope, which reduced its durability and made it more susceptible to cracking even under the load applied when it was inserted into the body cavity. Complaint history review: the event was the first occurrence at the facility. A similar complaint from another facility was patient identifier (B)(6). The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Follow-up type on supplemental report # 8010047-2021-06976 was additional information and device evaluated by manufacturer was no. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Omsc could not review the manufacturing history record (DHR) because the lot number was not provided, but there was no irregularity in manufacturing so far. Omsc obtained the additional information from the user as followings. The user didn¿t apply anti-fog agent to the scope lens. After attaching the distal end cover to the scope, the user confirmed that the cover was not damaged. The user made sure that the distal end cover did not come off with pulling or twisting the cover after attach the distal end cover to the scope. Based upon the information from the user, omsc surmised that the reported phenomenon was attributed to the following. It is possible that the cover was crushed before it was attached to the endoscope, which reduced its durability and made it more susceptible to cracking even under the load applied when it was inserted into the body cavity. Olympus stated the appropriate handling of maj-2315 and the counter measures against abnormalities in the instruction manual of maj-2315.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.